Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that an alert triggered due to a high impedance measurement on the superior vena cava (svc) portion of the right ventricular (rv) lead. It was further reported that near the time of the incident, the patient had undergone a minimally invasive procedure (mips) unrelated to the device. A device interrogation revealed normal lead function, however the physician still chose to reprogram the svc vector. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.